Manufacturer narrative:
No further information is expected at this time as the lead remains implanted in the patient. This report will be updated if additional pertinent information is received.

Event description:
Boston scientific received information that the patient required surgical intervention of this right ventricular lead to resolve loss of capture. The lead revision procedure resolved the issue by repositioning the lead without additional adverse effects and with good measurements.